Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 428 mg/dl. The customer stated that he got a calibration error on the insulin pump before he did a second calibration. The customer entered a blood glucose level of 399 mg/dl because he could not enter 428 mg/dl. Troubleshooting was performed for the calibration error. The insulin pump will not be returned for product analysis.